Event description:
The pt presented with breathlessness and an echocardiogram revealed the leaflets were impeded with an elevated gradient. The valve was explanted and during the procedure, a clot was found on both sides of the orifice. One leaflet was stuck in a semi open position and the other one was stuck in the closed position. The valve was replaced with a bioprosthesis from another manufacturer.